Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on 2018-sep-25 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was unknown. It was reported that the patient complained of increased thigh pain while in observation post-procedure. The event date was (B)(6) 2018. On the same day, the catheter was repositioned. Fluoroscopy was used to note the position of the catheter and reposition. The event was resolved without sequelae on (B)(6) 2018. The etiology indicated the event was not related to the device or therapy, and was related to the implant procedure. The device/patient information was unknown. No further complications were reported or anticipated.

Event description:
Additional information was received from an hcp via a clinical study on 2018-nov-12. It was reported that per the hcp's notes, the nurse on the floor called the hcp to say the patient was having some leg pain. As such, the hcp brought the patient back to pull the catheter back as it was likely that this was due to irritation from the intrathecal catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study on 2018-nov-07. The patient's baseline weight was provided.